Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings: evaluation revealed that the battery compartment was cracked. During testing, the time and date reset to the default. The pump cover was removed and, unrelated to the battery compartment issue, evaluation revealed that the internal clock battery had failed. (B)(6).